Event description:
It was reported to medtronic neurosurgery that a patient implanted with an innervision catheter developed an infection. According to the report, the catheter was explanted on (B)(6) 2015.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.